Event description:
Security valve sv8, a part of em005 update kit, had open and got stuck in open position. Due to this event the patient did not get any gas. This happened in the beginning of a examination. After transport of the kion to another room, the kion worked ok again. The fault could be provoked to appear with help of negative pressure. The valve does not close itself after some type of triggering and gets stuck in open position. When the valve is removed the kion works according to specification. The fault message that appears is check tubes.